Event description:
A customer reported a malfunction that occurred while loading a new cartridge into the device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue happened again, which the customer understood.